Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 5584009, lot# fa13c001 visual and optical examination confirmed approximately 2mm of instrument tip has been stripped and deformed, consistent with interface during usage. The remaining torx tip has been twisted. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a driver to be used on a patient in an l3-l5 posterior lumbar fusion with reduction screws for an unknown spinal indication. It was reported that when preparing for surgery, the rep noticed that the rmas break off driver tip was broken. They removed the driver off the field before surgery began and inspected the driver post-op to determine that the tip of the driver was broken. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated. Additional information was received. It was reported that the product was not used on the patient.